Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The following information was previously reported in MFR report #, and any additional information received will continue to be reported in this MFR report: it was reported the patient¿s pump was checked and there was no indication there was anything medically wrong with the pump until the physician tried to fill it the first time and it was noted he was unable to find the port to put the medicine in. Another physician was contacted and the patient was sent for a revision. Additional information received reported the patient¿s pump ¿slipped¿ or was flipped. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was added that the patient¿s pump was ¿placed badly¿ at implant; it was placed in the upper hip area not the abdomen. The patient had swelling, a lot of discomfort and some pain in the area. The patient also had ¿some weight issues form gaining and losing weight repeatedly.¿ the pump had flipped and migrated out of position due to the initial placement and weight fluctuations. The pump pocket was revised (B)(6) 2011 and a post-op check (B)(6) 2011. The patient was doing well and receiving effective therapy. The device system was used to infuse morphine.

Manufacturer narrative:
(B)(4).